Event description:
It was reported that the battery voltage was 2.21 v via programmer but review of performance data revealed voltage of 2.69 v, and a later review showed 1.65 v. Device replacement was recommended, but it was decided that since the patient was not dependent, the device would remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 1.65v and the daily measurement was 2.69v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that the battery voltage was 2.21 v via programmer but review of performance data revealed voltage of 2.69 v, and a later review showed 1.65 v. Device replacement was recommended, but it was decided that since the patient was not dependant, the device would remain in use. No patient complications have been reported as a result of this event. It was further reported that there was high battery impedance. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the battery voltage with telemetry was 1.65v and the daily measurement was 2.69v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.